Event description:
The caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows:date inratio inr laboratory inr(B)(6) 2014 2.2 3.7 therapeutic range: 2.5 - 3.0the time between testing was one (1) hour. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.